Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in 2011 and mesh was implanted. The patient experienced mesh extrusion which was removed in 2012. The patient experienced further central mesh extrusion which was treated with oestrogen and removed with close over on (B)(6) 2017. Additional information will be requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/13/2018 the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.